Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a sore under her left breast under the therapy electrode. The patient reported that she believed the sore was becoming infected. The patient later reported that the irritation had spread to her other breast. The medical outcome of the irritation is unknown, as additional follow-up attempts were unsuccessful.